Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. The piston migration was at 1.89 inches. A functional evaluation was performed. The device was delayed in it's pressurization. The hinge joint was stiff. The joint was disassembled. The inner seal was deformed. The reported complaint of noisy was confirmed and the root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported complaint of noisy include a depletion of hydraulic fluid over time. The reported failure of stiff was confirmed and the root cause is a maintenance problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the motor of the "spider 2 tenet" was not working. The unit was making loud clicking noise and was not moving smoothly. It is unknown if the event happened during surgery. Therefore, no patient involvement or surgical complications could be confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.